Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: type iiia endoleak is refuted, rather there is type iiib of the suprarenal extension. The complaint is most likely device-related due to strata material. Procedure-related harms for this complaint could not be determined, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: device code - remove 1068, 1354. Conclusion code - remove 11.

Event description:
Additional information received per clinical assessment refuting the reported type iiia endoleak, rather a type iiib endoleak of the proximal extension was confirmed. No additional information received regarding the patient status and whether re-intervention occurred.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, a type iiia endoleak was detected. The physician plans to reline with an additional infrarenal afx device but the date of treatment is not scheduled. There have been no additional patient sequelae reported.